Event description:
Device 1 of 4: reference MFR. Report: 3006705815-2018-03401, reference MFR. Report: 1627487-2018-13315, reference MFR. Report: 1627487-2018-13316.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 4. Reference MFR. Report: 3006705815-2018-03401. Reference MFR. Report: 1627487-2018-13315. Reference MFR. Report: 1627487-2018-13316. It was reported one of the patient's scs leads was trying to protrude out of the skin. Patient was diagnosed with an infection at the lead site. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the scs system was explanted. The patient was treated with a PICC line for IV antibiotics.

Event description:
Device 1 of 4: reference MFR. Report: 3006705815-2018-03401. Reference MFR. Report: 1627487-2018-13315. Reference MFR. Report: 1627487-2018-13316. Follow-up information revealed the infection has cleared.